Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse found the monitor flickering when turned on. In order to resolve the issue, the fse replaced coiled cable and connection cable between display and video receiver. Repair completed. Operational tests carried out with positive results.

Event description:
N/a.

Event description:
It was reported that after start up the cs300 intra-aortic balloon pump (iabp) unit displayed all black screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a